Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the newly opened hand instrument was chipped off while surgeon was using it; the portion of the tip of the surgiwand broke - 1/4 by its diameter; the chipped off portion fell off outside of the patient; it was also observed that when pushing the buttons, there was a resistance.

Manufacturer narrative:
(B)(4).